Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed a systemic infection. It was also noted that there was large colonization on the tricuspid valve. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.